Event description:
Caller tested >8.0 inr, >8.0 inr, and 7.8 inr on the coaguchek xs system. The caller's physician advised him to go to the emergency room (ER), where a comparison lab returned as 5.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.